Event description:
It was reported that a spectrum pump failed downstream occlusion testing and the pump measured out of tolerance (over 21ml each time it was tested) in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was tested for downstream occlusion detection and passed the test within specification. Additionally the force sensor was within specification with our without a loaded test set. The additional reported issue of the pump being out of tolerance and measuring over 21ml each time was received after the device evaluation was complete. No issues were found with the device and no correction is required. The device will be required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.